Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition and high ventricular rate episodes. No intervention was performed. The patient was in stable condition.